Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 4 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported phenomenon could not be determined. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that an olympus, model clv-190, evis exera iii xenon light source was presenting both "b30" as well as "e216" scope communication errors when using an olympus, model pcf-hq190l with the clv-190. This report is submitted due to the report of an error "b30". There was no patient harm or consequence reported as a result of this event. This is report #2 of 2 due to multiple olympus, model clv-190 devices involved. Reference report patient identifier (B)(6) for additional report.

Manufacturer narrative:
The suspect device was not returned to olympus. The initial reporter called into the olympus technical assistance center (tac) to report the event. During the call, neither the reporter nor tac personnel could determine if the subject device (clv-190) was at fault, or if there were multiple failed scopes. Tac recommended dispatching an olympus field service engineer (fse) to inspect the devices. The reporter declined and stated that he would work with his local sales representative to resolve the issue. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.